Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an elective device replacement there was a visible kink in the right ventricular (rv) lead. Undefined rv coil impedance and noise was noted on the rv lead once the new device was implanted. A fracture of the rv lead was confirmed. The defibrillator portion of the rv lead was turned off. No revision of the lead is planned because the patient¿s ejection fraction has improved. No patient complications have been reported as a result of this event.